Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for eval. The guidewire was returned in the device. The guidewire was broken at the location where the spring tip is bonded to the core of the guidewire. The detached tip of the guidewire was not returned, and it could not be determined whether the jetstream g3 device caused the guidewire break. It is unk whether the guidewire break was due to interaction with the jetstream g3 device. Initial reporter (user) submitted report to FDA (uf report number is unk). Note: vein graft is not included in the indications for the pathway jetstream g3 catheter.

Event description:
The jetstream g3 was advanced to treat a 30 cm lesion located in a femoral/popliteal graft. One pass was made using the minimum diameter mode and another pass was made using the maximum diameter mode. As the device was run into the distal bypass vein graft while using maximum diameter mode, the device became stuck on the guidewire and could not be advanced. The physician attempted to remove the device using the retraction mode, but had difficulty. The device and guidewire were removed as one unit. After performing an angiogram, it was noticed that the distal spring tip portion of the guidewire was missing. A stent was deployed to secure the wire to the wall of the peroneal artery. The case was continued using pta and a stent. Another angiogram was performed and it demonstrated brisk flow to the foot with no harm to the pt.